Manufacturer narrative:
Patient initials ¿ (B)(6). Additional product code: hwc. Implant date unknown. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent a revision procedure scheduled for (B)(6) 2015 due to infection and non-union. The patient had one (1) plate: 4.5mm narrow lcp&#59408;late 9 holes/170mm; four (4) 4.5mm cortical screws, and four (4) 5.0mm locking screws removed, all of which were reportedly intact. The patient's infection, inflammation, and delayed healing was discovered on an unknown date during a post-operative visit. The infection was reportedly attributed to a condition related to the patient's autism. The patient had a cast and continually rubbed it, creating an open surface wound over the area of the fracture, which allowed for the infection to track down to the fracture site. The surgery was successfully completed, with no surgical delay and the patient status outcome was as expected. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
DHR review ¿ product manufacture date: september 18, 2014. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 4.5mm narrow lcp plate 9 holes/170mm (lot 7799594) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.